Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised. Originally, an irrigation and debridement with wound re-closure was scheduled due to the patient falling and opening the surgical wound (no allegation of infection). However, due to extension lag (patient unable to fully straighten his leg), the surgeon performed a soft tissue release and decided that revision the femoral component and insert, with additional femoral bone resection was required. Rep provided primary and revision usage, and confirmed that no further information will be released by the hospital or surgeon.